Event description:
It was reported that during a transcatheter aortic valve procedure, right femoral artery primary access was obtained and a temporary transvenous pacing lead was inserted. The patient went into asystole after crossing the aortic valve with the guidewire, and anesthesia intubated the patient and managed pacing for the remainder of the case. Pre-dilation was performed with a 20 mm non-medtronic balloon, and the delivery system was inserted over a non-medtronic guidewire with first and final deployment performed 6 mm below the non-coronary cusp and 8 mm below the left coronary cusp, with commissural alignment obtained. Angiography showed no leak, and a transthoracic echocardiogram was performed but the mean gradient was not performed. The patient was extubated but had no underlying rhythm, and the temporary transvenous pacing lead was left in situ. A permanent pacemaker was implanted the following day.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013361799); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0013291800); product type: 0195-heart valves; implant date ; explant date a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.